Event description:
A company representative (rep) reported that during stage 1 procedure the lead broke while trying to take out the introducer. The healthcare provider (hcp) extracted the lead and placed a new one in the patient. The patient was now moving forward with her stage 1. The issue was resolved at time of the reported. No patient injury noted. Three weeks later, rep provided that lead was mailed back.

Manufacturer narrative:
Tined lead (va16heu) was returned and analysis found the stim lead body was stretched. Product analysis: after visual inspection and functional testing, the lead was placed into an introducer sheath: the lead passed through the introducer sheath without difficulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.